Manufacturer narrative:
H6: investigation summary the customer reported tubing disconnected, and returned photos of the failure. The photos verify the lot and the failure reported. On separations of the silicon pumping segment with the ring retainer still attached (as pictured), sometimes it is a user error by misloading the pumping segment. We strongly recommend loading the top blue clip into the pump first and then the bottom. A device history record review for model 2420-0007 lot number 20095188 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Without a physical sample, the root cause cannot be determined. No other failure modes were observed. H3 other text : see h10.

Event description:
It was reported that the as lvp 20d 2ss cv experienced component separation. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20095188 upon investigating the tubing involved in this event, it looks like it could have possibly disconnected at the upper connection at the blue slide component that goes into the alaris IV tubing chamber. It is undetermined whether the tubing broke or disconnected from this site. One picture depicts the tubing as it was disconnected; the second picture shows the tubing reconnected. A new tubing was examined at the same point of breakage/ disconnection. There is a small plastic blue ring that appears to secure the IV tubing to the safety clamp at the upper connection. The tubing is able to be pulled easily from the connection.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss cv experienced component separation. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20095188. Upon investigating the tubing involved in this event, it looks like it could have possibly disconnected at the upper connection at the blue slide component that goes into the alaris IV tubing chamber. It is undetermined whether the tubing broke or disconnected from this site. One picture depicts the tubing as it was disconnected; the second picture shows the tubing reconnected. A new tubing was examined at the same point of breakage/ disconnection. There is a small plastic blue ring that appears to secure the IV tubing to the safety clamp at the upper connection. The tubing is able to be pulled easily from the connection.